Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein one lead was replaced. It was also noted that the ipg was replaced due to an unknown reason. The patient was doing well postoperatively. The explanted device components were not returned as they were disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7085477; product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 375109.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein one lead was replaced. It was also noted that the ipg was replaced due to an unknown reason. The patient was doing well postoperatively. The explanted device components were not returned as they were disposed by the facility. Additional information received that the ipg was replaced due to physicians preference for device upgrade.